Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient loaded the cassette and started self-test then noticed that the patient line was missing the cap. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of use error (breach in aseptic technique) where the patient loaded the cassette and started self-test then noticed that the patient line was missing the cap. The cap was in the bag and the patient wanted to use a new cassette. The technical service representative assisted with opening the door. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Replace all text with "it was reported that a patient set up peritoneal dialysis therapy with a cassette set that was missing a cap on the patient line. The cap had disconnected in the bag. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No replace everything with "the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted."